Event description:
The account's biomed stated when the bed exit is set and alarms, there is no audible alarm but the bed does send a priority call. The biomed stated the external alarm is connected.

Manufacturer narrative:
Repairs have not been completed.